Event description:
It was reported that the device was explanted. The pt believed that the device caused a tumor to grow. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.